Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. Customer was taken to the emergency room and stayed in the hospital for about half the day. Customer had low blood glucose levels. Customer delivered a bolus before he went to bed, but it did not deliver too much insulin. Paramedics took the customer to the emergency room. Customer declined troubleshooting at this time. No further details provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.